Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center to report that concentrated carbon dioxide (co2_c) result(s) of greater than 40 meq/l was/were obtained on patient sample(s) on an atellica ch 930 analyzer. The data provided by the customer contained one patient sample that recovered >40 meq/l on 26-sep-2024. T here was no evidence that the sample was repeated. Siemens queried the sample identifier and abbreviated versions of the sample identifier on this instrument and on the alternate atellica ch 930 analyzer at the customer's site and no repeat orders were identified. This report is being filed in an abundance of caution. Siemens is evaluating the event.

Event description:
The customer reported that concentrated carbon dioxide (co2_c) result(s) of greater than 40 meq/l was/were obtained on patient sample(s) on an atellica ch 930 analyzer. Upon review of instrument files, siemens identified a co2_c result of >40 meq/l obtained on sample identifier (B)(6) on 26-sep-2024. There was no evidence that the sample was repeated and it is unknown if this result was considered erroneous. Thereby, this report is being filed in abundance of caution. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00249 on 24-oct-2024. Additional information (01-nov-2024): siemens evaluated the event and determined that the calibration had low milli-absorbance units (mau) values, which was indicative of a water quality issue. Siemens later determined that the deionized water system that feeds the instrument was not working properly and the issues with the deionized water system were addressed. Siemens concluded that poor water quality from the laboratory¿s deionizing water system potentially contributed to the event. The investigation conclusions and investigation findings codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.